Event description:
Reportedly, noise oversensing was observed in the ventricular channel, resulting in vf detection; however, no therapy was delivered because of this oversensing.

Manufacturer narrative:
(B)(4).